Event description:
I am writing to you to express my concerns regarding a product manufactured by ethicon/johnson&johnson. The product is the endopath ets-flex 45 articulating endoscopic linear cutter. The endoscopic stapling device is utilized during laparoscopic appendectomy, laparoscopic assisted vaginal hysterectomy, etc. This particular device is packaged without a staple cartridge -the cartridge is packaged separately allowing the surgeon the flexibility of choosing different staple sizes-. However, the device does contain a knife blade that cuts the tissues during the "firing" of the device, dividing the tissue that has been stapled. My concern is that this device can be fired without a staple cartridge, cutting the tissue without stapling the tissue, which could lead to hemorrhage or injury to the patient. We have not experienced any patient injury. I am concerned that the potential exists with this device.